Manufacturer narrative:
Product analysis conclusion; the reported endoleak could not be assessed on the pre-implant films received. Lack of complete pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. Although the full extent of the aortic neck angulation could not be appreciated on the film provided, it is possible that this was a factor in the occurrence of the reported proximal endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 55 mm abdominal aortic aneurysm. It was reported that a final angiogram was performed, where a type 1a endoleak was noted. 7 endoanchors were implanted but the endoleak was still present. The physician then decided to place etcf2828c49e cuff. The event was resolved. As per the physician, the cause of the event was anatomy related due to a slightly angulated aortic neck, which caused the graft to land approximately 3mm below left renal. No additional clinical sequalae were reported and the patient is fine.